Manufacturer narrative:
Section a4: patient weight was no provided. Section a is reflective of all available patient information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2026. Log files were sent for review. Following up log file review, it was noted that all of the low power events between (B)(6) 2025 were due to normal battery depletion. On (B)(6) 2026, the log file captured low power advisory, low power hazard and no external power events that were not responded to. These were followed by a pump stop and controller clock corrupt events. This was caused by total loss of power to the system. The amount of time the pump was off could not be determined. According to the log file data, the patient was sleeping on battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power advisory, low power hazard, and no external power alarms was confirmed via the submitted log files. Review of the submitted log files revealed low power advisory alarms on 02jan2026 which progressed to a low power hazard and no external power alarms. The loss of external power subsequently led to a pump stop on 02jan2026. These alarms appeared to have been caused by the relative state of charge (rsoc) and bus voltages within either power cable fluctuating below the expected voltage threshold. The observed alarms cleared following reconnection to power. The backup battery supported the system as intended during the loss of external power. No other notable events or alarms were captured. The IFU and patient handbook explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Section 3 of the IFU, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.